Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed that the touchscreen garbled. The fse found the coiled cable had disconnected from the video generator board, the connector was cracked. To address the issue the fse replaced the video generator pcb. The fse performed a full calibration and all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6) medical center.

Event description:
It was reported that the display of the cardiosave intra-aortic balloon pump (iabp) had squiggly lines through the lower screen. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Event description:
It was reported that during use on a patient the display of the cardiosave intra-aortic balloon pump (iabp) had squiggly lines through the lower screen. The iabp was used to complete the therapy. There was no harm or injury to patient and no adverse event was reported.